Event description:
It was reported that the surgeon damaged the stryker osteotomes on very hard patient bone. They used other hospital issued osteotomes.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of tip deformation of a reliance osteotome straight was confirmed via a visual evaluation. Manufacturing records were reviewed, but no anomalies were found. The most likely cause of this event is due to excessive forces on the tip of the osteotome which lead to its deformation. The surgical use of the osteotome requires much force and is likely to cause wear and deformation when used with hard bone, as reported in this event. However, this cause cannot be confirmed. Conclusion: the root cause of the deformation is likely multifactorial.

Event description:
It was reported that the surgeon damaged the stryker osteotomes on very hard patient bone. They used other hospital issued osteotomes.